Event description:
It was reported that the pump¿s display screen had separated from the device housing while the pump continued to function, and photos were provided confirming loss of an airtight seal; the device was replaced to prevent future problems. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy as the user had backup therapy and no medical care or hospitalization. Investigation included review of user-provided images and complaint handling. Investigation of this case revealed physical damage to the screen consistent with delamination or separation of the display assembly. It was concluded that the device experienced a screen assembly failure leading to loss of enclosure integrity, with continued pump operation and no reported patient harm.